Event description:
Pt had right breast reconstruction in 11/80 for congenital hypoplasia. She immediately began having problems and received several closed capsulotomies. Symptoms included pain in right arm, back, shoulder & neck area. Ultrasound revealed rupture and grade 2-3 contracture. Because of symptoms, rupture & contracture removal of prosthesis necessary.